Manufacturer narrative:
Patient's identifier, weight, date of event were not provided. When the requested information becomes available, a supplementary report will be submitted. Implanted and explanted dates, patient weight are unknown. (B)(4).

Event description:
Per complaint (B)(4), during clinical procedure, patient experienced lack of primary stability.